Manufacturer narrative:
This supplemental report is being submitted to provide the correct name of "d4: model number" in the initial report, and the subject device evaluation result. The name of "d4: model number" was cv-190 plus, not cv-190. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. In the investigation, omsc confirmed that there was a work mistake. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc surmised that the reported phenomenon was attributed to the failure of the screwing when assembling the subject device. As a corrective action, omsc described it in re-education and failure cases, and coordinated with the manufacturing site to implement regular education.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the parts and the screw had come off. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that during the subject device was moved, a clanging sound heard from inside the subject device. The field service engineer checked the inside the subject device and found a parts such as a condenser had come off. There was no report of patient injury associated with the event.